Event description:
It was reported that this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed possible causes and recommended to have the patient evaluated. At this time the pacemaker and rv lead remain in service. No adverse patient effects were reported.